Manufacturer narrative:
The insulin pump had blank display due to shorted lcd board. Unable to verify button anomaly and distorted display anomaly due to blank display. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. However, the device had corroded keypad traces.

Event description:
Customer reported the screen was distorted and was having a hard time reading it. When pressing the act button the screen becomes distorted. Customer's blood glucose was 208 mg/dl. Customer reported she did not recall any significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to back up plan. Customer's doctor informed her to call in issue. No further information reported.